Event description:
A customer contacted beckman coulter, inc. In regards to obtaining positive rubella igm result of 31.6 au/ml and toxoplasma igm result of 1.72 generated by unicel dxc 600i synchron access clinical system for one patient. The results were not reported out of the laboratory. The sample was tested by an alternate methodology and produced negative results for both rubella igm and toxoplasma igm. There was no death, injury, or change to patient treatment attributed or connected to this complaint. The sample was collected in a serum separator tube and centrifuged at 3000g for 10 minutes at 15c. The sample was 2 days old and had been stored at 4c. Controls were run before the incident and the results were within the established ranges. The instrument is currently performing within the qc specifications. The customer sent the patient sample to beckman coulter for further investigation. The results of the investigation is not available yet.

Manufacturer narrative:
The reactive results obtained by the customer were confirmed by beckman coulter. Additional testing on the patient sample confirmed the presence of igm being able to generate signal (rlus) by linking particles to conjugate rubella antigen and toxoplasmosis antigen, and that the igm do not correspond to heterophile antibodies. It should be reminded that as mentioned in the IFU, the presence of anti-rubella igm does not always indicate a recent infection, because igm can persist for many months, or even for several years after infection. Igm presence indicates the need for quantitative examination of anti-rubella igg. Likewise, the presence of t. Gondi-specific igm antibody does not always indicate a recent infection, and it is recognized that an igm response may occur in secondary and reactivated infections. Indeed, rubella igm and toxo igm positivity without clinical symptoms or biological abnormalities have been described in several publications and may explain the situation encountered by the customer. Concerning the discrepancy between the access results and values obtained by competitors, it should be reminded that, according to IFU, the specificity and sensitivity of the access assays are respectively(B)(4) for rubella igm and (B)(4) for toxo igm. Despite the fact that such figures are the proof a high performance level, they also indicate that a very low rate of discordant results is to be expected. As for all semi-quantitative assays, the access results should be therefore interpreted in light of the total clinical presentation of the patient, including symptoms, clinical history, data from additional tests, and other appropriate information.